Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive use and force or wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of dislodged lens at the connection to the light guide interface was confirmed. In addition to the light guide adapter being missing finding, the additional evaluation findings are as follows: the image was shadowy and there was foreign material inside the optical lens, the identification of eyepiece was worn, and the tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the telescope had a dislodged lens at the connection to the light guide interface. The issue was found during reprocessing. There was no delay in the procedure and the patient was not under anesthesia. There were no reports of patient harm. During evaluation of the returned device, it was found that the light guide adapter was missing and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.